Event description:
A technician reported that following intraocular lens (iol) implant surgeries, pts with high astigmatism of +3 or more are experiencing unexpected postoperative refraction and ending up more myopic. The technician indicated she did not have pts' info. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the mfg documentation. Add'l info has been requested by fax and mail. (B)(4).